Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report # 2183959-2013-00382, 00383.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. Lawyer-filed report-(B)(4).